Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 300s (mg/dl) and high ketones for 2 days. Customer administered boluses, administered insulin injections, and changed their pump supplies to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for 3 days a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.